Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post aquablation therapy, and while in the post-anesthesia care unit (pacu), the patient's urine was dark red for several hours. The treating surgeon elected to take the patient back into the operating room where the treating surgeon performed clot evacuation and cauterization to control the bleeding, and the patient was catheterized. The patient was subsequently transferred to the intensive care unit (ICU) and, in the following days, was given two units of blood. At an unspecified time, post aquablation therapy, the patient had a computed tomography (CT) scan, which revealed a small "leak". The treating surgeon conveyed that the proximal, superior, and posterior bladder neck was transected and may be attributable to the location of the small leak. It was reported that the patient is stable and has been discharged with the catheter still in place. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2024 indicating that the patient has been discharged from the hospital. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation o bleeding section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: · cautery followed by foley balloon catheter insertion. · under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) · balloon catheter in bladder with bladder neck traction · balloon catheter in prostatic fossa: - inflate balloon with 5cc in the bladder - under trus guidance retract balloon into prostatic fossa - inflate balloon to 30-50% of initial prostate volume - apply mild traction on the catheter to hold the balloon catheter in place · balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The device was not returned for investigation because it performed as intended during the aquablation procedure and was confirmed through our investigation of the event. The aquabeam robotic system's instructions for use lists bleeding and bladder perforation as potential risks of aquablation therapy. Based on the review of the information provided plus the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.